Manufacturer narrative:
A boston scientific technical services consultant documented and discussed the clinical observations with the caller. The consultant recommended a chest x-ray and also to contact the local boston scientific sales representative for system evaluation. The patient's lv lead is a competitive lead. The root cause of the reported clinical observations was not identified and efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented with pacing inhibition on the left ventricular (lv) channel. A review of the data from the patient's remote monitoring system noted out of range pacing impedance on the lv channel. Additionally, there was an episode of pacemaker mediated tachycardia (pmt) and some non-sustained events. No adverse patient effects were reported.